Manufacturer narrative:
Title: efficacy of surgical tissue glues and supporters for treatment of prolonged air leaks in bullous emphysema source: https://www.researchgate.net/publication/338578972 ; article in journal of college of physicians and surgeons pakistan · january 2020. Doi: 10.29271/jcpsp.2020.01.57. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed between january 2010 to december 2018 , the aim of the study was to investigate the effect of collagen matrix tissue supporter made of bovine pericardium and polyethylene glycol (peg) tissue glue on prolonged air leak and postoperative complications in patients with bullous emphysema. The patients were grouped into three groups where wedge resection was done with an endostapler. Post-operative complications were reported that included: prolonged air leak occurred in 11 (18.3%) patients, recurrent pneumothorax in 4 (6.7%) patients, empyema in 1 (1.7%) patient and wound infection in 2 (3.3%) patients. No further patient complication reported.